Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The battery was replaced and the device still had a frozen screen. Advised the customer to discontinue use of the insulin pump. No further information was provided.